Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2016 with the following findings: investigation revealed a crack in the battery compartment and a dim and discolored display. In addition, the keypad was torn near the ok button and the button was under responsive. Upon removal of the keypad, the ok button contact was flattened. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 10/21/2016. Investigation revealed a crack in the battery compartment and a dim and discolored display. In addition, the keypad was torn near the ok button and the button was under responsive. Upon removal of the keypad, the ok button contact was flattened.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, no defects were found to the audio bolus button. The complaint of the missing/peeling audio bolus button was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The display was dim and pink. Additionally, the keypad was torn near the ok keypad button. The ok keypad button was under responsive. The keypad was removed to find the ok button contact flattened with a crease in the metal. .